Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported crossing difficulties occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. Following dilatation with a 1.25mm non-bsc balloon catheter, a 2.75x24mm promus element plus drug eluting stent was advanced but failed to cross the lesion. Redilation was performed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: device was returned for evaluation. A visual examination of the returned device found that the hypotube was kinked at various locations along its length. An examination of the crimped stent found that the stent was kinked towards its centre. No other damage was visible along the length of the device. No issues existed with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. - the most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).